Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range pacing impedance was noted on this left ventricular (lv) lead. Pacing threshold measurements were unchanged. A change in configuration resulted in within range impedance. The patient was asked to come to the clinic again in a month to follow-up. The lv lead remains in service. No adverse patient effects were reported.